Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have the data from this implantable cardioverter defibrillator (ICD) analyze. Boston scientific technical services (ts) reviewed the electrogram (egm) and noted there were far-field oversensing due to ventricular extrasystole signals and low amplitude on the right atrial (ra) channel. Ts recommended reprogramming options. Attempts to obtain additional information regarding event resolution were unsuccessful. The device remains in service. No adverse patient effects were reported.